Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of excessive no delivery and failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump gave her all kinds of numbers and it is not working well. The customer stated that she changed the infusion set and the pump did not go past rewind screen on fill tubing. The customer did not wish to continue troubleshoot for either alarms.